Manufacturer narrative:
Concomitant product: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving lioresal (2000mcg/ml; dose unknown by the reporter) via an implanted pump. The indication for pump use was intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient experienced a lack of intrathecal baclofen efficacy despite dose increases. The patient had increased spasticity. Catheter aspiration was performed and it was reported that there was significant resistance during the aspiration and also resistance during dye injection. The pump and catheter were replaced. The issue was resolved. The patient status was reported as "alive-no injury."

Manufacturer narrative:
Analysis of the catheter found catheter body with kink observed.